Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit passed, displacement test, sleep current measurement test, active current measurement test and self test. No unexpected alarms or alerts during testing. Unit was successfully downloaded using thump software. During download history review, pump error 23 was noted in adapt on 09/02/2024 at 14:53:25 and at 09/02/2024 17:12:43. In addition, pump error 15 was recorded on 09/02/2024 at 14:50:09. (Line number= 442 and file number=38) . Per software engineering log, pump error 15 was due to inverse check of history index failed. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open for visual inspection on electronic assemblies. External battery connector was not completely plugged in. No anomalies or moisture damage was noted. Unit received with a scratched case. In summary, unit powered up properly after battery installation. Unit functioned properly as designed. No unexpected or persistent pump error 23 alarms noted during testing of unit. However, during deconstructive analysis, external battery connector was found not completely plugged in. The adapt tool revealed to have recorded pump error 15 on complaint event date. Pump error 15 was due to inverse check of history index failed. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a post-reset ram crc (pump error 23) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.